Event description:
It was reported that there was movement of the lead, due to patient anatomy, and that it experienced loss of capture, and sensing issues. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.